Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a crack was observed around the force sensor flex pins. A review of the pump history indicated that loss of cartridge detection had occurred. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a crack was observed around the force sensor flex pins. A review of the pump history indicated that loss of cartridge detection had occurred. During evaluation the pump was able to rewind, load and prime with no issues.